Manufacturer narrative:
Device has not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.